Manufacturer narrative:
The subject device was returned to olympus service business center for inspection and device evaluation. Customer device cds checklist noted that the device has been reprocessed in line with the instructions for use and reprocessing manuals associated with the device. Additionally, the customer completed the cds checklist for endoscopes. Cds checklist, the following were noted : olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. (A.)the precleaning was performed immediately after patient procedure, (b.)the water aspirated through the instrument suction channel with a suction pump, (c.) The air and water channel was flushed with water and air by using the mh-948, (d.) Enhanced pre-clean was performed within 15 min then hld in the soluscope, (e.) The device passed the leak test, (f.) The detergent solution used was synergys 5 in the soluscope, (g.) The device used the brushing technique through the instrument suction channel, suction cylinder, and the channel port, (h.) The water quality used in the final rinse was 2micron filler, (I.) There were no defects on the aer, (j.) The disinfectant used was peracetic acid (k.) All channels were connected with the cleaning tubes when the endoscope was setting up into the aer, (l.) The expiration date of the disinfectant was controlled, (m.) The disinfectant solution met the minimum concentration, (n.) The water quality of the rinse water was controlled, (o.) The water filter was replaced periodically, (p.) The device was dried wiped clean with a paper towel, and also through filtered air, (q.) And the endoscope was stored in the forced air cabinet. Repair center completed the physical device evaluation. The device evaluation findings are as follows: (a.) The distal end cover or (c-cover) had scratches, and dents, (b.) The distal end cover insulation test failed, (c.) The bending angles does not meet specification, (d.) The angulation knobs have slack, (e.) The light guide lenses (lg lenses) are chipped and cracked, (f.) And the universal cord is worn and deformed. Legal manufacturer investigation: the root cause of the event could not be conclusively specify. The subject device was isolated after confirmation of positive in culture test, it was judged that the device was not used in treatment and/or diagnosis. Review of the device history record (DHR) found the subject device was shipped in accordance with specifications. Service repair history review found no repair history in the past one year. Review of the reprocessing steps provided by the user, confirmed that there is no obvious deviation from instruction for use (IFU), however, service business center device inspection results confirmed nonconformity on the device . Therefore, it was confirmed that the device did not meet its specifications or function. Review of instruction for use (IFU) , warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for contamination of 10-100 cfu) of escherichia coli (e. Coli) bacteria on (B)(6) 2023. Second sampling performed , the scope tested positive (1-10 cfu) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.